Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead was not able to be implanted due to an unspecified reason. The lead was not used and a new lead was implanted. The patient was stable throughout the procedure.